Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2017: product type implantable neurostim ulator product ID 37761 lot# serial# (B)(6): product type recharger product ID 37751 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the desktop charger connector pin broke off inside the recharger. Patient rep was able to remove the connector pin from the recharger but the inside of the recharger had been damaged by the connector pin. Patient rep said that they were worried about patient's implant batteries depleting, ps emailed repair to send replacement recharger and dtc. Ps reviewed information about wr with patient rep for future. Pt rep said that patient's left implant depleted twice as fast as the patient's right implant. Pt rep mentioned pt was bedridden so the pt hasn't seen managing hcp in quite a few months.

Manufacturer narrative:
Analysis of 37761 (B)(6) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.